Manufacturer narrative:
B3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was found to be defective. There was no reported patient involvement. This failure mode was found in unknown status. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially affect the patient.